Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with lumbar disc herniation involved in posterior thoracolumbar surgery/ internal fixation with screw rod procedure. It was reported that at intra-op, when to broke the set screw tail, the tool was broken in the set screw. After replacing the set screw with a new one, it was used normally. There was no fragments left in the patient's body. Product was never implanted, replaced with medtronic product. Event was associated with the patient. There were no patient symptoms or complications reported as a result of the event. There was no additional surgery/treatment performed as a result of the event. Patient is alive and no injury. On 2021-jan-19, received additional information that event occurred during implantation of screw in the patient. Tool/driver was replaced with another one during the procedure. On 2021-jan-28, received additional information that driver was discarded after surgery. Set screw did not break. Setscrew was unusable.